Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 407658, implantable pacing lead, implanted: (B)(6) 2012; product ID: 407652, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was being upgraded from a dual pacemaker to an ICD. During cautery over the can the patient went into ventricular tachycardia (vt), the patient was shocked out of the rhythm. Cautery was then applied again and the patient went into vt for a second time and had to be shocked again. The physician wondered if the cautery was being transferred through the can, down the lead and causing the vt. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.